Manufacturer narrative:
(B)(4). Age or date of birth: unknown day in (B)(6). Implant date. Unknown day in (B)(6) 2020. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: unk, lot: unk, unk shell; part: unk, lot: unk, unk screw; part: unk, lot: unk, unk liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02764, 0001825034-2021-02765, 0001825034-2021-02767.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty. Subsequently, the patient experienced an unknown injury resulting in a displaced acetabular fracture with component loosening and contracture of the hip and was revised approximately 5 months later. The head, liner and shell were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the head was determined to be not reportable. The initial report was forwarded in error and should be voided.